Event description:
It was reported patient underwent a shoulder trauma procedure on (B)(6) 2011. Subsequently, during postoperative follow up on (B)(6) 2012, it was confirmed by x-ray the humeral plate fractured. It is unknown whether a revision has taken place.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under warnings, it states, "the patient must be cautioned about the use, limitations and possible adverse effects of these implants including the potential for these devices failing as a result of loose fixation and/or loosening, stress, excessive activity, load bearing particularly when the implants experience increased loads due to a delayed union, nonunion, or incomplete healing." The following sections could not be completed with the limited information provided. Expiration date - unknown. Manufacture date - unknown.